Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-aug-2025, this report was received through a survey for ilet experience study where the user's mother reported high bg event during the day, with a highest blood glucose (bg) of 293 mg/dl. The user administered insulin and later, per follow-up with the user¿s mother on (B)(6) 2025, changed all supplies, which brought blood glucose (bg) back into range. The cannula and infusion set appeared undamaged. Blood glucose (bg) was corrected by changing all supplies. No symptoms, outside assistance, or medical intervention were reported.